Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experienced low blood glucose for about two weeks. The customer's blood glucose at the time of the incident was around 21 or 22 mg/dl. It was stated that the low blood glucose would occur while the customer was sleeping and he treated by drinking orange juice. During troubleshooting, it was reported that the drive support cap was uneven. The blood glucose at the time of the call was 226 mg/dl. She stated that the cap seemed pushed in from one side and protruded on the other side. The device was not replaced as the customer already had a new insulin pump. The device will not be returned for analysis.